Event description:
It was reported that during glenoid preparation to place a baseplate, a steinman pin fractured, leaving the threaded tip within the bone. While the surgeon was reversing the pin out of the glenoid to proceed with baseplate implantation, the pin backed out and the threaded tip remained embedded. The fracture occurred at the start of the threads, and the retained tip was left in situ. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; e1; g1; g3; g6; h1; h2. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported is confirmed through review of medical records and pictures provided. Visual examination of the provided pictures identified the pin fractured. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a metallic threaded pin fragment projects over the scapula, medial to the glenoid baseplate screws, compatible with given history of retained foreign body. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.